Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular output connector port of the external pulse generator (epg) was damaged and it was noted that the output connector assembly was broken. It was further noted that the hanger assembly was cracked, the keyboard window was scratched, the encoder assembly had corrosion, all four encoder knobs and one screw were contaminated and battery drawer stuck. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular output connector port of the external pulse generator (epg) was damaged. The epg has been received into service and repair. There was no patient involvement.